Manufacturer narrative:
The investigation determined that higher than expected, non-reproducible vitros sodium (na+) results were obtained from two samples from different patients tested on vitros xt3400 chemistry system, compared to the repeat result obtained from the same patient samples. The assignable cause of the event was unable to be determined. Historic quality control review indicates vitros na+ slide lot 4222-1107-0864 was performing as intended within the timeframe and did not likely contribute to the event. A diagnostic within-run precision test was processed to assess analyzer performance and the results were within acceptance criteria. Therefore, a performance issue with the vitros xt3400 chemistry system did not likely contribute to the event. The investigation determined the customer is not centrifuging patient samples as per the collection tube manufacturer¿s specifications. Therefore, a likely cause of the vitros na+ outliers may be a sample related issue caused by inconsistency in the centrifugation time used for samples. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ lot 4222-1107-0864.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected, non-reproducible vitros sodium (na+) results were obtained from two samples from different patients tested on vitros xt3400 chemistry system, compared to the repeat result obtained from the same patient samples. Sample 1 vitros na+ results of >250 mmol/l vs. The repeat result of 127 mmol\/l. Sample 2 vitros na+ results of >250 mmol/l vs. The repeat result of 138.6 mmol\/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were obtained from two samples from different patients but were not reported outside of the laboratory. There was no reported allegation of harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604233.